Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented in the clinic for the routine follow up. Upon interrogation, the right ventricular lead exhibited potential insulation abrasion and noise with non-sustained right ventricular oversensing episodes. It was also noted that the device exhibited high capture threshold. On (B)(6) 2017, inappropriate anti-tachycardia pacing (atp) therapy was delivered due to the high-amplitude lead noise. On (B)(6) 2017, the patient presented in the procedure for lead revision. It was confirmed that the lead showed externalized conductors and the lead was capped and replaced successfully. The patient was stable throughout the whole procedure.